Event description:
Pt had shiley #8 cuffed non fenestrated trach inserted on (B)(6) 2010. Routine care as with all trachs. No undue stress had been placed on device. On (B)(6) 2010, it was noted that the trach had broken where the outer cannula meets the flat plate. There are 2 pins that look as if they could reconnect, but when reconnected do not remain intact. Inner cannula at risk of dislodging by pt cough.